Event description:
The subject microcatheter returned for analysis, and it was discovered that the subject microcatheter was noted to be cut with the stent, protruding from the subject microcatheter shaft and appears to be subject microcatheter polytetrafluoroethylene (ptfe) lining was wrapped around the stent. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the subject microcatheter was not returned intact, it was noted to be cut with a stent, protruding from the microcatheter shaft (cut by operator) and appears to be microcatheter polytetrafluoroethylene (ptfe) inner lining was wrapped around the stent. The microcatheter shaft was not returned. A functional test was unable to perform due to damage. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event could not be confirmed; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use, there was no damage noted to the packaging prior to opening the packaging, the device confirmed to be in good condition during preparation/prior to use on the patient and continuous flush was set up and maintained throughout the clinical procedure. It was reported that significant resistance was encountered when attempting to advance the stent at the subject microcatheter proximal end, preventing smooth deployment. After repeated attempts failed, the physician withdrew the stent along with the microcatheter completely from the body. Upon cutting the microcatheter, the physician found that the stent was stuck at the proximal end of the microcatheter and could not be used any further. During analysis, the subject microcatheter was not returned intact, it was noted to be cut with a stent, protruding from the microcatheter shaft (cut by operator) and appears to be microcatheter polytetrafluoroethylene (ptfe) inner lining was wrapped around the stent. Based on a review of all available information and the analysis of the returned device it is probable that the catheter shaft was damaged during manipulation of the device during the procedure when resistance was encountered transferring the stent and an assignable cause of procedural factors will be assigned to the as reported 'device problem unknown/unclear' and the as analyzed 'catheter ptfe inner lining peeling' and 'catheter damaged ' as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.